Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead, the patient experienced atrial fibrillation (af) episodes which appear to show oversensing on the same day around the same time of the day. The ra lead remains in use. No patient complications have been reported as a result of this event.